Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient developed an infection at suture site. Subsequently the patient was hospitalized on (B)(6) 2017 (duration not reported) and treated with IV antibiotics.